Manufacturer narrative:
(B)(4). The repositioned electrode remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent an electrode revision procedure. The patient had received inappropriate shock therapy from the device in june, and an untreated episode was stored in august, showing small amplitude r-waves, noise, and oversensing. X-rays showed the electrode had migrated; it was pulled back and the sense b electrode was suspected to be under the suture sleeve. Also, the electrode tip was superficial. At the procedure, it was confirmed the sense b electrode had pulled back to just inside the suture sleeve. The electrode was repositioned and re-secured using the three incision technique and a new suture sleeve. Automatic setup was performed and the device selected the primary vector. Limited testing was performed and some noise markers could be created in the primary and secondary vectors when moving the patient's left arm, so the device was manually set to alternate, which had no n markers, and the patient would be seen for more thorough testing after healing from the intervention. No additional adverse patient effects were reported.